Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b6, b7, d3, d4, d6.b (date of explant), g3, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio patch on (B)(6)2015. As reported, the patient is making a claim for an adverse patient outcome against ventrio patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6)2015 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventrio mesh (device 1). Per op notes, ¿the hernia sac was encountered and freed up. The sac was opened and the contents were reduced. The hernia sac was excised. A ventrio mesh (device 1) was placed and sutured and tacked circumferentially.¿ (B)(6)2018 - patient was diagnosed with recurrent incisional hernia and pain thereby underwent laparoscopic repair with excision of ventrio mesh (device 1) and implant of ventralight st (device 2). Per op notes, ¿recurrent hernia containing omentum were identified. The omentum was pulled down that is adherent to the old mesh (device 1) were taken down. The hernia sac was removed. The old mesh (device 1) on the superior and lateral aspect of the hernia defect. The old mesh (device 1) was excised. A ventralight st (device 2) was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against ventrio patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.